Manufacturer narrative:
The device was being used off label for an unapproved indication. This catheter is only indicated for stent placement. This device was being used for main pulmonary artery valvuloplasty. A comparative catheter from the same lot was pulled and tested for rated burst pressure. The labeled rbp for this device is 3 atm. The comparative catheter was immersed in a body temperature bath and inflated 40 times to 3 atms. The balloon was then inflated in 1 atm intervals, starting at 4 atms, until failure occured at 7 atms, which is more than double the labeled rbp.

Event description:
The product performed well and did its job, but after inflating for the last time it ruptured. The balloon ruptured longitudinally at 3 atm. The indication the physician was using the balloon for: main pulmonary artery valvuloplasty. An inflation device with pressure gauge used. A 12 f cook introducer sheath was used. The catheter shaft was not kinked. There was nothing unusual about the patient anatomy. The patient was ok post procedure. A second balloon was not needed to complete the procedure.